Event description:
It was reported that during a rectosigmoidectomy by video laparoscopy procedure, the device locked; the jaws wouldn't open after being fired and the device became stuck on the sigmoid. The trocar got stuck to the device. A change in surgical technique was used to remove the material. There were no adverse consequences to the pt reported. Additional info was requested and the following was received: the surgeon had to increase the incision in the abdomen and used a curved cutter to perform the rectum section.

Manufacturer narrative:
Eval summary. The analysis results found that the instrument was returned with the jaws closed on tissue and with a trocar in the device. The device had a reload that was noted to be fully loaded with staples. The clamping and firing mechanisms were noted to be damaged. No functional test could be performed with the device. However the reload was tested for functionality on a test device and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken and jammed against the short rack preventing the trigger from opening. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch review was performed and no anomalies were found during the manufacturing process.